Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display was not working properly. The screen was intermittently going out on different segments. The device was not changed out. The roller pump was being used as a suckers pump. After the case, the entire unit was taken out of service. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
After the surgery, the user facility¿s biomedical engineer (biomed) noticed that the screen was striped and then it went out completely. The biomed checked out the unit and he did not receive any alarms or error messages. H3: eval is in progress, but not yet concluded.